Manufacturer narrative:
(B)(4) follow up. It was reported that some needles were damaged in the hub area. As no physical sample was returned, a comprehensive evaluation could not be performed. To support the investigation, one photograph was provided to the quality team for review. The image appears to show the lower portion of the needle hub; however, the photograph is blurred, and it is unclear whether the observed condition represents damage to the edge or the presence of plastic flash. Due to the limited quality and scope of the photograph, no additional information could be determined. A review of the device history record was conducted for material number 302047, lot 5202785. This review did not identify any quality issues during production that could have contributed to the reported condition, and no related quality notifications were identified. All manufacturing processes and final inspections met specification requirements, and no similar complaints have been reported for this lot to date. Based on the available information, including the photographic review, the reported customer symptom is acknowledged. However, in the absence of the actual physical sample, a definitive root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle ns 30ga 1/2in bns yel hub tw euro needle hub was cracked / damaged. The following information was provided by the initial reporter: needle ns 30ga 1/2in bns yel hub tw euro-needle hub hole / cracked / damaged it was reported that during the fai which was performed on (B)(6) 2025, at the beginning of the lubrication process for needle batch bd-5202785 on machine mp-203 - it was discovered that some needles were damaged in the hub area of the needle. During use.

Manufacturer narrative:
Pr (B)(4). Follow up for device evaluation. It was reported that some needles were damaged in the hub area. To support the investigation, three samples with no packaging and one photograph was provided to the quality team for review. A visual inspection revealed no defects or imperfections. Each sample was subsequently assembled to a syringe filled with saline solution. The solution was expelled at a normal flow rate, and no leakage was detected. The image appears to show the lower portion of the needle hub; however, the photograph is blurred, and it is unclear whether the observed condition represents damage to the edge or the presence of plastic flash. Due to the limited quality and scope of the photograph, no additional information could be determined. A review of the device history record was conducted for material number 302047, lot 5202785. This review did not identify any quality issues during production that could have contributed to the reported condition, and no related quality notifications were identified. All manufacturing processes and final inspections met specification requirements, and no similar complaints have been reported for this lot to date. Based on the investigation and analysis of the returned samples, the customer reported symptom could not be confirmed.